Event description:
Whilst the surgeon was dislocated, the patient's hip containing trial instruments the trial head popped off the stem trial and went into the patient - the trial head could not be recovered from the patient's body. Delay of approximately 2 hours - x-ray had to be set up to x-ray the patient, we waited for another surgeon to drive to the hospital and scrub into case to search for trial head. Extensive search was carried out and eventually due to anaesthetic time we had to sew up with trial head still in patient.

Manufacturer narrative:
A review of the information made available confirmed that insufficient information had been provided to complete a complaint investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.